Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: e2. Corrected: e3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the white plastic part of the instrument broke during the procedure. The plastic on this instrument breaks very quickly under normal use. The hospital reports that this instrument tends to fail about every six months. It seems the plastic cannot withstand the forces involved in hammering the cup into place. Aei received; broken in two pieces. All pieces are retrieved. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the angled acet insertr does not have its rotation locking catch. No other anomalies were noted. The observed broken condition of the device could be consistent with a random component failure that may have been caused by exposure to unintended forces. However, with the available information and the low incident of the observed issue a potential cause cannot be established. The device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the angled acet insertr would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that, during an unspecified procedure, the white plastic component of the angled acet insertr instrument broke into two pieces. Fragments were generated, and all fragments were retrieved. The plastic on the device was reported to fail quickly under normal use. It was reported that the instrument fails approximately every six months because the plastic cannot withstand the hammering forces used to seat the cup.